Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, and resolved the issue by replacing the pcb color video receiver. The fse completed full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen is flickering. Unit is down. There is no patient involvement reported.